Manufacturer narrative:
Pump received with button error alarm and no button response due to corroded keypad traces.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that none of the insulin pump's buttons are responsive. Blood glucose level at the time of the call was not provided. No further information was provided.